Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the damaged condition occurred when performing high-frequency cauterization or laser cauterization due to the user's misuse, characterized by: a. Allowing the distal end of the subject device to come into contact with mucosa. B. Failing to protrude an endo therapy accessory to the visible position of the green marking in the sheath of the accessory. C. Electrifying without making contact between the electrode of an endo therapy accessory and the mucosa. The event can be [detected/prevented] by following the instructions for use which state:  1. Warnings for high-frequency cauterization. -operation manual chapter 4.3 using endo therapy accessories ¿ always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. -2. Warnings for high-frequency cauterization. ¿ to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide h7 and h9 field corrective action references. Notification/z-0191-2024. Relabeling/z-2016-2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus, the bronchovideoscope had a burnt distal end. The issue was found during reprocessing and at this time the intended procedure was unknown. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: the plastic distal end cover (c-cover) and the metallic part of the distal end was brunt and melted which happened due to use of high-energy hand instruments (laser/high frequency/etc..) Without ensuring sufficient distance from the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.